Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant was at 70% and their stimulation was turned off. During the call controller was at 100% and implant was at 70%. Patient turned stimulation on. Patient could not feel the stimulation. Patient increased group c program 1 from 1.5 to 2.0 and they still felt the same. Patient also adjusted groups a and b but they didn't feel a difference with their stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.